Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (mt20649/sm40552739), used with the complaint transmitter device, was returned on 01/09/2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. However, data was received and downloded on 11/24/2014. A review of the downloaded data log confirmed the reported event of an intermittent audio output. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient was advised to reset the device and the reset was successful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.